Manufacturer narrative:
Update to b4, g3, g6, h2 and h10 to reference related manufacturer report no: 2015691 - 2021- 05879 and 2015691- 2021- 05880.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from october 2009 and october 2019. For this reason, the first day of the reported study period (01- october 2009) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, sections of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021 - edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; and p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ''clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural information was not provided in the article. However, the events could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: victor x mosquera, alberto bouzas-mosquera, yago vilela-gonzalez, barbara oujo-gonzalez, carlos velasco-garcia, jose j cuenca-castillo, jose m herrera-nornea, non-contrast transoesophageal echo-guided transapical transcatheter aortic valve replacement: 10-year experience of a renoprotective strategy, interactive cardiovascular and thoracic surgery, volume 33, issue 2, august 2021, pages 195-202, https://doi.org/10.1093/icvts/ivab0.

Event description:
As reported by our affiliates in (B)(6), through the review of the medical article: "non-contrast transesophageal echo-guided transapical transcatheter aortic valve replacement: 10-year experience of a renoprotective strategy", corresponding author victor x. Mosquera, the following events were identified: between october 2009 and october 2019, 236 consecutive patients underwent ta tavr because of symptomatic severe aortic valve disease at our institution. After transapical tavr with sapien, sapien xt or sapien 3 valves because of symptomatic severe aortic valve disease: eight patients needed a pacemaker implantation after procedure.